Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis and death occurred. The physician implanted a taxus express2 2.5x16mm drug eluting stent to an unk vessel. No pt injuries or complications were reported. Three months post procedure the pt presented emergently with pain. Angiography revealed a clot. An aspiration catheter was used to remove the clot and establish flow, but the pt's pressure did not recover and the pt expired. Add'l info regarding this event has been requested.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the manufacturing record for this particular top assembly batch number found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the thorough evaluation conducted and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.